Event description:
Customer reported via phone call that the insulin pump alarmed button error in the middle of programming a bolus. Customer stated that they took out the batteries and placed them back and continued to receive the button error alarm. Customer's blood glucose reading at the time of the call was 211 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and scratched case.